Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope elevator channel tested positive for rhizobium radiobacter and pseudomonas aeruginosa and the distal end of the biopsy channel tested positive for stenotrophomonas maltophilia. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and third-party culture testing. After the device was returned to olympus, it was sent out for additional third-party culture testing. The microbiological analysis report indicated more than 20 colony forming units (cfu) of an unknown contaminant detected in the elevator wire channel. All channels and cylinders will be replaced the device will be reprocessed after replacement and the device will be re-culture tested. In addition to event, the following non-reportable malfunctions were found during the device evaluation: air/water cylinder has discoloration. Forceps elevator lever has a scratch. Due to short cut of charged coupled device (ccd) cable, the endoscope connector gets warm. Due to clogging of forceps elevator pipe, water cannot be supplied. Distal end has a burr. Adhesive on bending section rubber has visible thread. Due to wear of angle wire, bending angle in down direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device was returned to olympus for inspection and an additional reportable malfunction was identified. A brown foreign material was attached to the inside of the scope and distal end. It was not possible to identify the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) and after replacing all channels, the results conformed to the regulation's recommendation with no germs detected. From the preceding investigation and evaluation results it is likely that reprocessing was insufficiently conducted due to physical damage on the device, or insufficient reprocessing caused existed remains at detected area of bacteria after reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.